Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to power related anomaly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the power management graph confirmed an abnormal trace still. The internal lithium battery was tested per appendix c: internal battery esr measurement and failed. Internal battery was charged using the (B)(4) 2302 battery simulator. Esr measurement was still out of spec; problem isolated to charging circuit located on pcb1a. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked select button keypad overlay, keypad overlay texture damage, overlay scratched, faded serial number label, and severely scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had power error detected alarm. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with manual injection. Troubleshooting was done for power error detected alarm. The insulin pump will be returned for analysis.